Event description:
It was reported that catheter issue occurred. The target lesion was mildly tortuous located in distal circumflex (lcx) artery. There were 2 previous stents already in the lcx. An opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion as physician was placing 3rd stent distal to previous stents in order to cover a dissection/hematoma. During the procedure, it was noted that catheter lumen was slightly compressed due to the hematoma. Also, catheter made sound and stopped working. When catheter was removed out of the patient, it had tied itself into a knot. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the opticross hd batch 33106703 device. During the product analysis of the returned device, it was observed the imaging window was twisted and kink in the sheath assembly. Because of these conditions, image and rotational test could not be performed. Additionally, during the impedance analysis, the device showed an electrical open circuit failure at the proximal of the catheter which indicates that there is no longer a connection between the transducer and the system. Microscopic examination revealed that guidewire exit port was damaged. Device analysis confirmed the complaint allegation of catheter material twisted and catheter damaged/defective. A video attached to the complaint shows a good image and does not show evidence of the problem.

Event description:
It was reported that catheter issue occurred. The target lesion was mildly tortuous located in distal circumflex (lcx) artery. There were 2 previous stents already in the lcx. An opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion as physician was placing 3rd stent distal to previous stents in order to cover a dissection/hematoma. During the procedure, it was noted that catheter lumen was slightly compressed due to the hematoma. Also, catheter made sound and stopped working. When catheter was removed out of the patient, it had tied itself into a knot. The procedure was completed with another of the same device. No patient complications were reported.